Manufacturer narrative:
Corrected: d1, d4 (primary UDI number), h3 the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the device displayed an error message indicating a console failure. The console was exchanged without difficulty, and there was no harm to the patient.